Manufacturer narrative:
It was reported that the c-arm continued rotating past 180 degrees. A field engineer (fe) examined the equipment and found that the c-arm was stuck +190 degrees and was unable to rotate back, causing a vta error. The fe manually rotated the c-arm back to zero degrees and calibrated for c-arm zero position and tomo motion to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the c-arm was manually adjusted. The c-arm was not replaced; therefore, no parts were returned for further investigation. The c-arm was 1625 days old at the time of adjustment. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the c-arm. The likely cause is related to zero-degree position and/or tomo motion drift that was resolved with recalibrating each. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the c-arm failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm. The complaint review identified the c-arm was original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The c-arm was installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: january 14th, 2021. System installation date: march 3rd, 2021. Unique device identified (UDI): (B)(4).

Event description:
It was reported on (B)(6) 2025, that during a 3 dimensions mammography system qc, the c-arm did not stop at the intended stop position of 180 degrees. A field service engineer (fse) was dispatched to assess the unit and found the c-arm stuck in a +190-degree position and was unable to rotate it back. The fse manually rotated the c-arm back to the zero-degree position, calibrated the c-arm zero position and tomo motion, and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient/user injury reported.